Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: the patient was given infusion treatment on 9:00, (B)(6). During puncturing with the indwelling needle, the blood of the patient flowed out from the y-type hose of the indwelling needle. Considering that the negative pressure in the indwelling needle was too large, the indwelling needle was pulled out immediately and a new indwelling needle was used.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: the patient was given infusion treatment on 9:00, october 20th. During puncturing with the indwelling needle, the blood of the patient flowed out from the y-type hose of the indwelling needle. Considering that the negative pressure in the indwelling needle was too large, the indwelling needle was pulled out immediately and a new indwelling needle was used.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050868. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.